Manufacturer narrative:
(B)(4)

Event description:
The patient was found unresponsive and taken to another hospital's ER where he was pronounced. An autopsy was not requested by the family. Interrogation of the device history showed that the pump was under normal operation; the controller sensed low power through the peripheral batteries and alerted the patient; the system continued to use the peripheral batteries to power the pump despite going from an advisory alarm to a hazard alarm. Once the peripheral batteries were depleted, the back-up battery of the controller engaged to power the pump. After the internal back-up battery was depleted, the pump stopped operating.